Manufacturer narrative:
To date the clinical information shared does not yet lead to a conclusion as to the etiology of the aortic insufficiency. The team discarded the pump product and has not shared echo imaging for analysis. The root cause is not known. Should more information be shared that will lead to a root cause, a supplemental report will be filed. The failure mode will be monitored and trended.

Event description:
A patient was transferred to the tertiary medical center for continued care on an already placed impella cp. Upon transfer and admission to the tertiary center the team conducted an echo and observed aortic insufficiency (ai). The team attempted to adjust the pump position to reduce the ai, but all repositioning failed to remedy the issue. The team explanted the pump.